Event description:
The pt stopped responding to sound following a blow to the head. It was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.